Event description:
It was reported that the physician called to discuss the programming parameters; while the physician was adjusting the screen, the emergency programming button was pressed and the patient's pacing was changed inadvertently. The caller indicated that the patient could "feel the pacing" at 7.5 volts unipolar. Technical services (ts) provided assistance in resolving the issue by assisting the caller in finding the previous parameters. The patient was successfully reprogrammed. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. (B)(4).